Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03227, 0001822565-2019-03262. Concomitant medical products: articular surface (ps), item# 42512400510, lot# 63398877. Tibia cemented 5 degree stemmed, item# 42532006701, lot# unknown. All poly patella cemented, item# 42540000032, lot# unknown. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and eight months¿ post implantation due to loosening and poly damage. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Poly wear was confirmed based on the evaluation of the returned product; however, loosening could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Per the persona knee system package insert, loosening is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.